Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the reamer broke and embedded into the im canal of the pt and was unable to be retrieved.